Event description:
I purchased advanced medical optics complete moistureplus contact lens solution that was purchased on monday, 05/28/07 at my local target store. I used it for the first time the next day. With in hours, my eyes became very red and irritated; it felt like something was in my eyes. My eyes became very tearful and looked like little red tomatoes. I in turn took my lenses out and put my glasses on. The next day, my eyes were clear, so I put my lenses and again used advanced medical optics complete moistureplus contact lens solution. Again, my eyes became very red and irritated, feeling like something was in my eye, and teary. It was then that a coworker stated that a contact lens solution had been recalled, so I checked the FDA website and saw that my lens solution was recalled; so I am reporting my reaction to this solution.